Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip does not release properly.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip hemostatic clipper does not allow rotation on its own axis, making proper position adjustment difficult. The clipper clip does not properly release after firing, potentially injuring the patient due to the traction of the material. There were no patient complications reported as a result of this event. Note: per confirmation from dqa a resolution clip is not designed to rotate.